Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 5 had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 on the auxiliary unit had not opened. A field service engineer (fse) had replaced the rails, inseparable magnet, and position sensor. All cables and wires were reseated, and the system was rebooted. Initial verification and hardware test were unsuccessful because the drawer sensor was damaged by the bearing cage from the rails. The fse then replaced the drawer sensor, rebooted the system, and completed hardware tests successfully. The application was launched, the customer's access to pyxis was restored, and functionality tests were completed successfully. The system functioned as intended after the field service engineer repaired the device.